Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon investigation, several electograms for automatic mode switch (ams) were noted. The electrograms for ams appeared to be atrial lead noise. No changes were made. The patient was stable and would be monitored.